Event description:
Procedure: vats. According to the reporter: surgeon fired a 60mm black reload on a standard endo gia handle. After the firing, the surgeon could not open the handle, even with excessive force. Surgeon was able to remove the stapler from the patient without opening the device. Had to place additional sutures and use progel to ensure there was not air leak. No reinforcement material used. Tissue damage was tear of lung parenchyma. There was no unanticipated tissue loss, no unanticipated ext. Of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. No device fell in patient cavity and no device fragment left in patient. Patient status is unknown.

Manufacturer narrative:
(B)(4).